Event description:
A surgeon sent medical records that indicated, one month following intraocular lens (iol) exchange, the pt experienced an unexpected outcome and had corneal edema which was tretaed with medication. The corneal edema resolved approx six weeks after the lens exchange. No further info is expected. There are two medical device reports associated with this event. The report for the initial lens was reported under MFR report # 1119421-2011-00976.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Medical records were received. No further info is expected. (B)(4).